Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report. The section d. Information is for the primary device, in use with the following device which cannot be excluded as potential contributing factor to the adverse event: medtronic brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, lot#: unknown, UDI#: unknown, manufactured date: unkn own, ubd: unknown, implant date: non-implantable, FDA site ID: dcs: 9612164 h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, the same day this 23mm transcatheter aortic bioprosthetic valve was implanted, the patient experienced a cerebral infarction. No patient symptoms, complications, or treatment were reported as a result of this event.